Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-08853. It was reported that both the device and leads were removed a few years ago due to ineffective stimulation.

Manufacturer narrative:
A patient experiencing ineffective was reported to abbott. The patient did not want the system in their body any longer and had it explanted several years ago (the exact date is unknown). The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.